Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00 x 38mm synergy¿ drug-eluting stent was advanced however, the device was unable to cross the lesion. A guidezilla 2 was used but it was still unable to cross. When the device was removed from the patient's body, the proximal side was found to be deformed. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the proximal stent rows 1-2 were damaged with stent struts pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced however, the device was unable to cross the lesion. A guidezilla 2 was used but it was still unable to cross. When the device was removed from the patient's body, the proximal side was found to be deformed. The procedure was completed with a different device. No patient complications nor injuries were reported.